Manufacturer narrative:
This medwatch report is for the second vial of test strips. Reference medwatch report with patient identifier (B)(6) for the first vial of test strips.

Event description:
Customer reportedly received results of 387 mg/dl and 127 mg/dl within 1 minute on the aviva system. She used 2 vials of test strips from the same box/lot to complete the tests. The same meter was used. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.